Event description:
The nurse was preparing to transfuse a unit of blood to this (B)(6) male pt. As she was attempting to spike the bag of blood with the baxter tubing, she reported she had difficulty pushing the blood tubing spike into the blood bag to the point where it reached the blood in the bag. In the process, she accidentally pushed the blood tubing spike through the wall of the blood bag. A new unit of blood was set up and transfused to the pt. The blood bag and tubing set were returned to the blood bank per our policy. Where an investigation will be done to see if it can be definitively determined what caused the problem spiking the bag. If the blood bag spiking error was anything other than an error by the nurse, the tubing or bag will be reported to the MFR.